Event description:
Customer called to report the pump had a delivery alarm. Also stated there was visible debris in the lead screw compartment and while the customer was cleaning this area one of the driver arms fell out.